Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the cartridge was leaking. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 327 mg/dl.